Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a touchscreen malfunction. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer contacted the remote service engineer (rse) and was provided with the part number of the touchscreen to order and replace.

Manufacturer narrative:
The customer calibrated the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.